Manufacturer narrative:
The insulin pump was received without the broken battery cap.

Event description:
It was reported that the customer experienced low blood glucose levels due to the customer having over-treated for a correction of blood glucose. The blood glucose reading was 50 mg/dl, which the customer advised she had treated. The customer also reported that while she attempted to remove the cap on the transmitter's charger, the cap split in half at the groove. Advised replacement of the transmitter. Nothing further reported.